Event description:
According to the reporter, after a colon resection/lap sigmoidectomy, issues occurred post-operatively. Additional surgery was required to correct the issue. The event led to patient hospitalization. No other adverse events reported.